Manufacturer narrative:
(B)(4). During an atrial flutter right (r-afl) procedure, it was reported the customer were getting a lot of noise on the carto3 system as well as the ep recording system when rf energy was applied. The noise affected the body surface and intracardiac signals. Changing out all of the related catheter cables, generator cables and the catheter did not resolve the issue. Additional information received stated the physician was not able to interpret the both bs and all ic recordings due to the presence of noise. The physician was able to complete the procedure with the noise issue present by looking at the ECG on the defibrillator. After a couple of ablations the intracardiac ECG on carto3 cleared and he was able to look at the signals on carto 3. After unit evaluation it was determined the bs ECG cable and ic out cable could be causing the noise issue. The noise was significantly reduced after cable replacement. The wires from amplifier and stockert were also untangled. Noise issue was resolved after the cable replacement and untangled of the wires. System was ready for use. Complaint condition was confirmed. DHR review was performed. No anomalies were noted in manufacturing or service.

Event description:
During an atrial flutter right (r-afl) procedure, it was reported the customer were getting a lot of noise on the carto3 system as well as the ep recording system when rf energy was applied. The noise affected the body surface and intracardiac signals. Changing out all of the related catheter cables, generator cables and the catheter did not resolve the issue. Additional information received stated the physician was not able to interpret the both bs and all ic recordings due to the presence of noise. The physician was able to complete the procedure with the noise issue present by looking at the ECG on the defibrillator. After a couple of ablations the intracardiac ECG on carto3 cleared and he was able to look at the signals on carto 3.

Manufacturer narrative:
(B)(4).